Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address pain and elevated metal ion levels. Update: (B)(6) 2012 - litigation papers received. There is no new additional information that would affect the investigation. Update rec'd (B)(6) 2014 - pfs and medical records received. A correct dor was given. After review of the medical records the revision operative note confirmed metallosis. The note also stated the cup was anteverted so the cup is now being reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
(B)(4). Reason for original complaint ¿ patient was revised to address pain and elevated metal ion levels. Update 10/31/2012- litigation papers received. There is no new additional information that would affect the investigation. Update rec'd 5/28/2014-pfs and medical records received. A correct dor was given. After review of the medical records the revision operative note confirmed metallosis. The note also stated the cup was anteverted so the cup is now being reported. There is no new additional information that would affect the existing MDR decision. (B)(6). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges injury, discomfort, emotional distress and disfigurement